Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 5. It was reported while using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false positive result was obtained. Upon a manual reading under a uv lamp, a negative result was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4359322 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Qc testing was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 4359322, for false positives. No photos or returns were available for investigation. Retentions samples were available and inspected. Visual inspection of 100 tubes was satisfactory. Qc inspection for material 245122 includes growth support and antibiotic susceptibility test (ast) in the bactec mgit 960 instruments. Test results for batch 4359322, including instrument output, were reviewed. All growth and susceptibility testing, as listed in the certificate of analysis, had detectible growth which was consistent with the expected antibiotic sensitivity and resistance reactions. Uninoculated (negative) control tubes from batch 4359322 had no detection for the duration of the testing. This complaint cannot be confirmed. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for performance defects.

Event description:
Report 2 of 5. It was reported while using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false positive result was obtained. Upon a manual reading under a uv lamp, a negative result was obtained. There were no health impact or consequences reported.